Manufacturer narrative:
The serial number of the valve was not reported. Without the serial number, the device manufacturing date and expiration date cannot be obtained. Multiple attempts to obtain additional information were made, but no new information has been received. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, this valve was replaced, valve-in-valve with a tr anscatheter valve. No failure mechanism was reported. Following the replacement procedure, the patient experienced a stroke. The precise time of the stroke was not indicated. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.